Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage event on (B)(6) 2024. Infusion set has been used for about an hour. The blood glucose level around 19 mmol/l. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.